Manufacturer narrative:
Method: evaluated whether there was adequate drill diameter and prolongation.

Event description:
Using the guide, the doctor drilled to depth at site #19. However, he couldn't screw in the implant so he turned up the torque and shattered the cortical bone. He took out the implant and grafted the area. The doctor said it wasn't the guide's fault and that the shattering of the cortical bone was due to overtorquing the instruments.